Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level ranged from 106 to 180 mg/dl. Reportedly, the contact was able to clear the alarm and resume insulin delivery. As the event occurred in the past, troubleshooting was unable to be performed.